Manufacturer narrative:
The internal handles was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The handles were put through extensive testing without duplicating the report. The multi-function cable used, the associated defibrillator and the device activity logs were not returned to zoll medical corporation for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator intermittently failed to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.